Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. It was indicated that the customer cleared the malfunction prior to contacting tandem technical support. When the customer attempted to check the pump history, they reported that the history had been completely cleared and showed no data at all, however the customer's profiles and settings were still intact. There was no impact to the customer's blood glucose level. It was indicated that the customer would continue to use the current pump for insulin therapy until the replacement pump was received.